Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received phone call from patient¿s family stating that her mother had a stroke after having a pipeline placed and was wondering if it could be part of the 2016 recall related to the ptfe coating. The family member explained that they just read something regarding the 2016 recall and thinks that the mother¿s device was from 2013 and could have been one of those devices. It was reported that the mother suffered a stroke immediately after the pipeline in the ICU. The physicians did not explain to her what might have caused the stroke, but it was reported that the mother has been having seizures since the procedure. The treating physician is no longer with the clinic, and the mother is following up with dr. (B)(6).